Event description:
Boston scientific received information that this right ventricular (rv) lead did exhibit greater than 2,500 ohms pace impedance in association with the implantable cardioverter defibrillator (ICD). The health care personal discussed with the boston scientific technical services consultant that the out-of-range pace impedance issue had been noted as early as a couple months prior to this evented information. The out-of-range impedance was evident when the lead was programmed into unipolar configuration. When programmed into bi-polar configuration, pace impedance was within normal limits at 700 ohms. The health care personnel confirmed that the patient was non-symptomatic and non-pacemaker dependent. The health care personnel also noted stored episodes of noise. Intrinsic amplitude and thresholds were noted as stable. There had been no allegation or evidence of a lead safety switch notification, per the following clinic.

Manufacturer narrative:
The technical services consultant discussed that a possible connection issue or lead integrity issue that may have been programmed around in the past. These medical devices remain actively in service. If new information becomes available, this report will be further evaluated and updated.

Manufacturer narrative:
Most recently, this lead and the associated products in the device system were removed from service. This rv lead was surgically abandoned.